Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified arteriovenous fistula vein. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilation and was initially inflated at 6 atmospheres for 30 seconds. However, during the second inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.